Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of cold insulin. The customer's blood glucose level was reported to be 250 mg/dl, which was addressed with a correction bolus. The customer declined to reload the current cartridge to recalculate the fill estimate, and understood the insulin gauge explanation provided by tandem technical support.